Event description:
An olympus representative (rep) reported that while demonstrating an evis exera iii video system center with a 180 series scope, the unit was not providing an image. This event had no patient involvement.

Manufacturer narrative:
The olympus rep called into olympus technical assistance center (tac) personnel to report her issue. During the call, tac attempted some trouble-shooting options. Ultimately, it was discovered that the legacy scopes would not function with the subject device. Tac offered to have the subject device returned for repair, but the customer declined, noting they would have their own biomedical engineer look at it first. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The evis exera iii video system center was not returned for evaluation. Based on the results of the investigation, the endoscope image is not displayed when the device is used with scopes older than the 180 series. The device was manufactured before the design of the printed circuit board (dr board) was changed in the patient board set. It¿s likely the loss of image was due to the design of the dr board in the patient board set. The root cause of the faulty dr board was unable to be identified. Olympus will continue to monitor field performance for this device.